Manufacturer narrative:
Calibration and qc were within the customer's established ranges. No service call was requested or initiated. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneously low glucose (glu) result of 45 mg/dl generated by unicel dxc 600 pro synchron chemistry analyzer for one patient. The erroneously low result triggered the critical rerun feature on the instrument. The rerun result was 143 mg/dl. Subsequent testing on another instrument produced a result of 136 mg/dl. The erroneously low result of 45 mg/dl was reported by mistake and then amended to 143 mg/dl. It is unknown if the patient treatment was affected.